Event description:
It was reported that after loading the cartridge, the insulin on board (iob) kept resetting to zero. The customer's blood glucose level dropped to 30 mg/dl due to this issue. The customer administered glucagon shots to address the low blood glucose level. The customer continued to use the pump for insulin therapy.